Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 codes: health effect - clinical code problem code: e1803 nodule/ code not available h6 codes: health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the arm on (B)(6) 2025. The event date is approximation. Per the documentation, the patient reported experiencing a skin infection on the same day the sensor was inserted in the upper arm. The insertion site had been prepped with alcohol prior to placement. On (B)(6) 2025, the patient developed a red lump at the needle puncture site. By the following day, the lump had increased in size to approximately that of a baseball. On (B)(6) /2025, the patient consulted a physician, who prescribed cephalexin 500 mg (three times daily). After four days without improvement, the patient returned for a follow-up visit. During this consultation, the physician used an unspecified tool to manually relieve the lump and prescribed a new course of oral antibiotics (doxycycline, unspecified dosage, twice daily for seven days). The method used to close the skin following the procedure was not specified. At the time of the report, the patient was "getting better but there is still a hard part underneath the affected skin". No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.